Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer intermittently experienced a "high" blood glucose level. A specific bg value was not provided. Reportedly, the customer reverted to an alternate method for continued insulin therapy. Additional information was not provided.